Event description:
According to the op report, this valve was explanted along with the mitral valve (23m-101) due to endocarditis. The pt presented in extremis with evidence of aortic valve dehiscence and "severe" mitral regurgitation. At explant, a pseudoaneurysm was noted to involve the "previous augmentation" of the aorta and an area beneath the left main coronary ostium. There was no "gross pus" in this area; however, there was "grumous" material suspicious of infection. A 19mm aortic homograft was then implanted and an area of bleeding near the aortic root was repaired. The pt was "slowly" weaned from bypass; however, the bleeding increased and due to the pt's inability to survive another crossclamp, the chest was packed and pt was transferred from the or in critical condition.